Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the fifth of five reports. Refer to 8030647-2022-00022 for the first event. Refer to 8030647-2022-00023 for the second event. Refer to 8030647-2022-00024 for the third event. Refer to 8030647-2022-00025 for the fourth event. It was reported the closed suction catheter would not suction. The healthcare professional was ¿unable to suction through the trach site."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 02-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the fifth of five reports. Refer to 8030647-2022-00022 for the first event. Refer to 8030647-2022-00023 for the second event. Refer to 8030647-2022-00024 for the third event. Refer to 8030647-2022-00025 for the fourth event. It was reported the closed suction catheter would not suction. The healthcare professional was ¿unable to suction through the trach site."

Manufacturer narrative:
The device history record for lot 30145641 was reviewed and the product was produced according to product specifications. All information reasonably known as of 25 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.